Event description:
It was reported that the vns pt was seen for follow up with the treating neurologists two weeks after having the pulse generator replaced, and upon interrogation of the new generator, the physician received a warning message that high lead impedance was detected, lead impedance >10,000 ohms, and that the output current was not being delivered. The neurologist increased the output current from 1 ma to 1.25 ma and the same warning message appeared after re-programming. The neurologist did not perform a diagnostic test on the device. X-rays were taken and sent to the manufacturer for review. Review of x-rays revealed no obvious anomalies or gross lead discontinuities; however, there was a suspect area in the lead body in the neck region where a gross lead discontinuity was not able to be identified due to poor image quality. The lead pins did appear to be fully inserted inside the generator connector blocks upon review of the x-rays. The pt is scheduled for surgery to explore the cause of the high lead impedance, however, surgery has not taken place to date. Good faith attempts to obtain additional info from the neurologist have been made, but no additional info has been received to date. A manufacturer rep was present at the recent generator replacement surgery where intra-operative diagnostic testing revealed normal device function at that time.

Manufacturer narrative:
Method: manufacturer reviewed x-rays of implanted device. Results: x-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Conclusions: device failure is suspected, but did not cause or contribute to a death or serious injury.